Event description:
It was reported that during a coronary stent procedure of a vein graft, the physician had previously placed a stent and was attempting to deploy another. The stent did not appear to fully deploy. The physician went down with the nc monorail to post dilate and after inflation (to approximately 22 atm's rbp=16 atm's) the balloon became caught in the stent. During removal the balloon detached from the shaft and was removed with a snare. Pt status is listed as "okay".